Manufacturer narrative:
Foreign.

Event description:
Patient underwent generator replacement due to battery depletion. The explanted generator has not been received by product analysis to date.

Event description:
Initial report was that a m104 device was implanted within the last 3 years and was showing neos. The event reporter stated that there was concern over premature battery depletion as the patient's previous device worked at the same settings for more than 7 years. Settings were not provided and no programming history was available. No other relevant information has been received to date.